Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device was missing ball bearings.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned devices show that the shim has one of component¿s 1 and 2 disassembled / missing. None of the missing / disassembled components were returned. DHR was reviewed and no discrepancies were found. This device is confirmed to have been a part of a previous investigation. Actions were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for this device. This device was subsequently re-designed to account for this failure mode. It was determined that this devices was manufactured prior to this design change. Root cause of the event is attributed to the design of the devices. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.